Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal right coronary artery. A 10/4.00 flextome monorail cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications were reported.